Event description:
It was reported that during a surgical procedure at the user facility, the saw was not running, which caused a 30 minute delay to the procedure. No medical intervention and no other adverse consequences were reported with this event.

Manufacturer narrative:
Additional information will be submitted once the device is received and the quality investigation is completed; if additional information is obtained and requires reporting.